Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens would not center properly. The incision was enlarged and the iol was removed and replaced with an anterior chamber lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Info was provided that an approved cartridge and handpiece were used. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional info has been requested. (B)(4).